Event description:
It was reported that during a coronary treatment procedure, the occlusion balloon would not inflate. The physician had advanced the occlusion balloon catheter into the posterior descending aorta lesion, but was unsuccessful in his attempts to inflate the balloon, no other occlusion balloon devices were available, so the physician performed an 'open distal anastomosis' to successfully complete the procedure. The pt is reported as 'good' following the procedure; no injury or complications were reported.